Manufacturer narrative:
This supplemental report is being submitted to provide corrections to (b5, d8, h6 component code, h6 medical device problem code) and the legal manufacturer's final investigation results. Based on the results of the investigation, the root cause of the foreign material in the nozzle a definitive root cause could not be identified, and the burnt plastic distal end cover was likely, caused by being used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The event can be detected/prevented, by following the instructions for use which state: operation manual chapter 3: ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign objects on the nozzle and a burnt plastic distal end cover. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign objects on the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.